Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
Pt reports bg reading that are unexplained. After going through the pump settings found that basal rates are inaccurate. Pump is reading basal rate at 802 pm, then 753 pm then 8pm readings in that order. Replacing pump under warranty.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: the basal change history anomaly was a result of the pump's time being manually changed. The pump was exercised for 24 hours with no delivery issues observed. The recorded total daily doses of insulin correctly added up to reflect the user's programmed basal rates. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.